Event description:
During attempted anastomosis of stomach, following resection, the curved intraluminal stapler misfired. The blade fired but the stapler did not, thus there was not closure pf holes created. Re-resection of the stomach and re-anastomosis was required.